Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was stuck in the cartridge upon implanting the lens. The surgeon was able to implant the lens but then noticed a scratch on the optic. The lens was removed from the eye and a new lens was implanted. Additional information has been requested.